Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on july 23, 2025 it was reported that the axios stent was to be implanted transduodenal into biliary system to treat a biliary obstruction.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Blocks d2a (common device name) and d2b (pro code product code)), and g4 (premarket / 510(k) #) were corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on july 23, 2025. It was reported that the axios stent was to be implanted transduodenal into biliary system to treat a biliary obstruction.

Manufacturer narrative:
Block e1 (initial reporter phone number) has been updated based on the additional information received on october 20, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025.. During the procedure, the axios stent first flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on july 23, 2025*** it was reported that the axios stent was to be implanted transduodenal into biliary system to treat a biliary obstruction.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on july 23, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture.